Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA alleging that her onetouch verio flex meter displayed an inaccurately low result compared to a laboratory device. The complaint was classified based on customer service representative (csr) documentation. The patient stated that the meter issue began on (B)(6) 2019. The patient reported that she obtained an inaccurately low blood glucose result of "110 mg/dl" on the subject meter, compared to "615 mg/dl" on a calibrated laboratory device. The tests were performed on the same day but greater than 30 minutes of each other. The patient stated she manages her diabetes with oral medication, diet and exercise, and made no changes to her diabetes management regimen in response to the alleged inaccurate low reading. The patient reported that after the alleged issue she had developed symptoms of "headache". The patient confirmed she did not require any treatment for the alleged symptom. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure and the patient had not used an approved sample site to obtain the blood samples. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly obtained a blood glucose concentration suggestive of hyperglycemia, with symptoms suggestive of a serious injury adverse event after the alleged product issue began and there is insufficient information to rule out the contribution of the device to the event.